Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export. Therefore, 510k is not applicable. Model ed34-i10t-us is available in the USA, with a 510k number k163614. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused, due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed, that the lg connector fluid damage, the objective prism fluid damage, the air/water nozzle deformed, the insertion flexible tube cut, and the r/l lock knob hard to move. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.